Event description:
A (B)(6) female patient admitted for elective removal of uterine fibroids. This was scheduled as a two part procedure (hysteroscopy/laparoscopy). After approximately 2500 ml saline deficit, no further fluid was added and decision was made to discontinue the hysteroscopy procedure. The patient was noted to be stable. After final calibration of hysteroscopy fluid at this point, approximately 3000 ml normal saline balance was noted. All instruments were removed from the patient's uterus. Excellent hemostasis was noted. Once they started pulling back the truclear tower, there was a change in the patient's vital signs and code blue was called. Patient was placed on ECMO and a diagnostic laparotomy was performed in the operating room. The patient was transferred to the ICU, where she later expired. The equipment used are as follows: hysteroscopic fluid monitor system ref: 7210165, sn: (B)(4). Vacuum regulator model: pm3600, sn: (B)(4). Hysteroscopic fluid management system control unit, ref: 7210164, sn: (B)(4). Truclear control unit ref: 7209808, sn: (B)(4). Footpedal ref: 7209820, sn: (B)(4).